Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: c154dwk, bi-ventricular defibrillator, (B)(6) 2008; 5076, implantable pacing lead, (B)(6) 2001; 5076, implantable pacing lead, (B)(6) 2008. (B)(4).

Event description:
It was reported that the left ventricular lead had insulation damage noted just distal to the connector. Electrical parameters were reported to be stable. The lead was repaired with medical adhesive and a cap and repeated electrical testing revealed stable measurements. The lead remains in use. No patient complications were reported as a result of this event.